Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report, the screen was responsive. Customer's blood glucose was 147 mg/dl.